Event description:
The customer reported that she was hospitalized due to high blood glucose levels on (B)(6), 2011. The customer could not recall the blood glucose reading at the time of admission. The customer stated she was also hospitalized for high blood glucose levels on (B)(6), 2011, with a blood glucose reading of 400 mg/dl. The customer stated that the husband found her on the floor unresponsive, and called the paramedics. The customer had originally called to report multiple motor error alarms during the rewind. Unable to conduct the displacement test due to the alarms. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.